Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery alarms were noted. The insulin pump had cracked battery tube threads and minor scratches on the display window. No corrosion was found inside of the battery tube.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a failed battery alarm. The blood glucose reading is unknown. Nothing further reported.